Event description:
A hospital in (B)(6) reported that an rd900aeu neopuff infant resuscitator "has various faults." No pt consequences were reported.

Manufacturer narrative:
(B)(4). The complaint device was manufactured in 1998. The complaint device has been returned to fisher & paykel healthcare's regional office and service ctr in (B)(4). An initial evaluation of the device has revealed that the neopuff has sustained substantial physical damage. Fisher & paykel healthcare is seeking further info from the customer to aid in our investigation. We will provide a follow-up report upon receipt of this info and completion of our investigation.